Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she's been having issues with high glucose levels. Her blood glucose at its peak was 589 mg/dl. The customer has spoken to a nurse about her levels and will soon talk to her physician about adjusting her settings and treatment plan. Patient declined to be sent to the 24-hour helpline because, she has already gone through the process with them. No products were returned or shipped.